Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Any additional information regarding this event will be reported in manufacturer report # 3007566237-2018-00074.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient felt that there was emi with the iphone and ins. The patient had contacted apple and was told that frequency of telemetry used in the ins was similar to frequency used with the iphone; and in worst case scenario the iphone can shut down due to emi. No further complications were reported or anticipated.